Event description:
It was reported that 3 bd insyte autoguard-n winged catheters experienced the needle piercing through the catheter. The following information was provided by the initial reporter: several IV catheters had the catheter split over the needle during insertion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-nov-2022. H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two photos and four opened 24g x 0.56in insyte autoguard winged units from lot number 2146599. One photo shows three units that have been used and the needles protruding on the side of the catheter on all 3 units. The other photo shows one used unit and the needle is protruding on the side of the catheter. Through the gross visual inspection of the retuned units, signs of usage are displayed. Three units have their needles retracted and the catheters are loose in the packaging. The 4th unit has the needle still protruding on the side of the catheter wall. The observed damage in unit 4 is identical to that created when the needle pierces the catheter wall near the tip. The other 3 units were microscopically inspected and the damages near the tip had a v-shape which is characteristic of the spear though as shown in the photos. The reported issue was confirmed. It is suspected the damage occurred either during tip adhesion break or during the venipuncture attempt in the clinician environment as the device has been used. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd insyte autoguard-n winged catheters experienced the needle piercing through the catheter. The following information was provided by the initial reporter: several IV catheters had the catheter split over the needle during insertion.